Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced an unspecified cancer. Per the pms clinical expert, the reported harm of cancer - unspecified, did not cause or contribute to a serious injury. No specific medical intervention was mentioned. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.